Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ add-on bag access device leaked during use. There was no harm to the patient. The following information was provided by the initial reporter: 500ml glucose 5% bag was spiked with the smartsite device then almost immediately started leaking out of the port prior to any chemotherapy being added, or the equipment being used to administer drug.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-15. H6: investigation summary one 10013365-0006 sample was received for investigation in opened packaging from lot 21075560; the product was received connected to a baxter IV bag with glucose solution inside. Functional testing involved connecting the sample to the IV bag and allowing fluid to flow under gravity, with the outlet of the product occluded; no leakage was observed from the smartsite component. The sample was then subjected to pressure testing whilst submerged under water, again no leakage was observed from the smartsite or any other location of the product throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075560 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10013365-0006 product in the past 12 months.

Event description:
It was reported that the bd smartsite¿ add-on bag access device leaked during use. There was no harm to the patient. The following information was provided by the initial reporter: 500ml glucose 5% bag was spiked with the smartsite device then almost immediately started leaking out of the port prior to any chemotherapy being added, or the equipment being used to administer drug.